Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was administered to address bg.